Event description:
It was reported that during the procedure to treat an existing perforation from the left anterior descending coronary artery to the right ventricle chamber, a 3.0x19 jostent graftmaster otw covered stent system was advanced then deployed at 10 atmospheres. Reportedly, the graftmaster ease of use was rated as moderate because high pressure inflation was required. The perforation was ultimately sealed. There were no reported adverse patient sequelae and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.